Event description:
Received voluntary medwatch from customer which states, "during a code situation, the clave valve on a primary set was used to push stat drugs. The valve was used 3 times then it stuck (inner plug stayed down, it did not spring closed). IV site was lost. Fluids poured from adapter. IV site was restarted and a needle adapter was used on the valve." Add'l info received from the report source during phone conversation: paramedics were with the pt at pt's home. They started the IV with the tubing set. The pt arrested, the paramedics established a cardiac rhythm and transported the pt to the hosp e.r. The pt arrested in the e.r. And staff established a cardiac rhythm. It is unknown to the reporter the sequence of when, where and who gave the epinephrine and atropine, but the emergent drugs had been given via the clave valve without problem. On the last epinephrine administration attempt, the syringe wouldn't lock. In trying to give the epinephrine, it would leak around the top of the clave valve. The staff was unable to administer the ephinephrine. Reporter states the clave valve looks recessed about 1/4 of an inch. The IV site was lost (reason unknown) and was restarted. More unspecified medications were given and a cardiac rhythm was established for a short while. Eventually the pt expired. The staff does not feel the clave valve incident made a difference in the pt's outcome. The incident slightly impeded the resuscitation process, but it did not impact the pt outcome.